Event description:
It was reported that two small pieces of metal broke off the distal end of the outer socket and fell into the abdomen, 1x found on the uterus, 1x missing. X-ray check to find the metal, possibly re-operation in case of problems. No further information available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 12. Upon evaluation the device showed strong usage marks. Soldering points for the bajonett coupling parts are visible. The parts are missing and were not returned. The device was manufactured in november 2014. The root cause most likely is wear and tear. No indication for a material or manufacturing issue. The end of the product's service life is largely determined by wear, reprocessing methods, the chemicals used and any damage resulting from use. The event is filed under internal karl storz complaint ID: (B)(4).